Event description:
Device issue: difficult to remove, difficult to insert. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis, surgical removal. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified common femoral artery after an interventional procedure. Reportedly, during device removal, the foot could not be retracted to remove the device. The device was surgically removed. During surgical removal, "an extremely calcified vessel and damage to the device" was noted. Additionally, due to resistance "much force" was used during placement of the device in the vessel. It was reported that the patient was in a stable and good condition. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). Patient selection. Against resistance. (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.